Event description:
A patient was given an injection with a 30 gauge needle and the needle broke at the hub in the patient's mouth. The doctor was unable to remove the needle and sent the pt to an oral surgeon to have the needle removed. The needle was removed by the oral surgeon and the patient is doing fine.